Event description:
It was reported to boston scientific-target that this procedure was embolization of coil for shunt of left subclavian artery. The physician implanted 21 coils with success prior to this complaint. While this idc-interlocking detachable coil as 22nd coil into this procedure was being detached at the appropriate position of detaching, but this product would not detach. Thus, the physician attempted to relieve it from the aneurysm. But this coil got detached out of the aneurysm into the patient's artery. Fortunately, the physician could implant this detached coil into the target aneurysm with success. There was no injured report into this procedure." On june 2002, additional information was received through a company rep that the hospital had thrown the pusher wire away; therefore, no further eval was possible.